Manufacturer narrative:
Citation: derryberry et al. Complete fusion of a percutaneous aortic valve placed after ventricular assist device. Interactive cardiovascular and thoracic surgery 25 (2017) 329¿330. Doi:10.1093/icvts/ivx085 advance access publication (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a past medical history of idiopathic cardiomyopathy underwent implantation of a continuous flow medtronic heartware left ventricular assist devices (lvad). The procedure was uncomplicated and pre- and post-implant transoesophageal echocardiograms demonstrated trace to mild aortic insufficiency. The patient was discharged in 13 days. Post-lvad transthoracic echocardiograms revealed worsening aortic insufficiency. In the context of worsening heart failure symptoms, the patient underwent transcatheter aortic valve replacement (tavr) with a medtronic 29-mm evolut r bioprosthetic valve. Valve position was confirmed with angiography and transesophageal echocardiogram, which showed no aortic insufficiency. Less than one month post-tavr, transthoracic echocardiogram revealed the valve to be well seated with a trivial perivalvular leak; however, flow across the arteriovenous (av) valve was not present in systole. The patient was listed for transplant and underwent cardiac transplant 159 days post-tavr. Intraoperative transesophageal echocardiogram showed motionless tavr leaflets and no flow across the valve. After heart and lvad explant, the valve leaflets were found to be fused shut. The entire coaptation surface of the tavr was fused, preventing the identification of the primary site of leaflet fusion. The authors stated that the mechanism of native leaflet fusion remains unknown, but speculated that tavr leaflet fusion is related to restricted leaflet motion, as lvad out-flow graft anastomoses direct blood flow distal to the aortic valve. The patient had an uncomplicated recovery; no additional adverse patient effects or product performance issues were reported.